Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) primary analysis finding: expected longevity not meet, cause uknown. Battery depletion indicated and %longevity calculated less then 99.9 percentile; device met 97% expected longevity. Visual analysis of connector, grommets and setscrews revealed no anomalies.

Event description:
It was reported, approximatey 3 years and 11 months post implant, the cardioverter defibrillator reached early battery depletion; elective replacement status observed. Consequenty, a revision procedure was completed: cardioverter defibrillator excised and replaced uneventfully. No patient complications have been reported as a result of this event.